Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5154200.

Event description:
Voluntary medwatch received states that patient's right ventricular (rv) lead was explanted due to infection. There were no patient consequences.